Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Data was successfully extracted from the returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor state 5 is an indication of normal sensor termination without any error. Attempted communication between returned sensor and known good reader, which successfully communicated with the returned sensor and did not observe scan timeout error message. All results were within specification. Therefore, issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a no message appears issue on the abbott diabetes care (adc) device and was unable to obtain readings. The customer experienced seizure and was unable to self-treat, requiring oral glucose and unspecified "pressure medicine" provided by a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.